Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high (500mg/dl) and correction boluses were delivered to address the high bg. The customer did not know the cause of the high bg and the next day the customer was admitted to the hospital with a 1205 mg/dl bg level. The customer was treated with an intravenous insulin drip. The customer was discharged on (B)(6) 2017. The high bg was resolved.